Event description:
An inefficient pacing was reported with the subject device. Preliminary analysis showed high and unstable ventricular thresholds measured on (B)(6) 2015. Recommendations were provided to perform an x-ray and additional tests in order to confirm if a lead dislodgement is the probable hypothesis that could explain the reported and observed behaviour.

Event description:
An inefficient pacing was reported with the subject device. Preliminary analysis showed high and unstable ventricular thresholds measured on (B)(6) 2015. Recommendations were provided to perform an x-ray and additional tests in order to confirm if a lead dislodgement is the probable hypothesis that could explain the reported and observed behaviour.